Event description:
Tech alleged that the bed was alarming due to corrosive material on the power control board. No pt impact.

Manufacturer narrative:
The tech replaced the power control board assembly to resolve the issue.